Event description:
Complainant alleged that, during biomed testing, the device displayed a "bridge test fail" message. Complainant indicated that, there was no pt involvement in the reported malfunction.